Manufacturer narrative:
Ae assessor spoke with patient's husband and he stated that the patient had been restricting her carbohydrate intake due to her trying to keep her bg within the hcp target range. The patient hospitalized for elevated urine ketones due to her classification as high risk. Spouse states the hcp informed them that the reason the patient was having elevated ketones was due to a restricted carbohydrate intake. The hospital dietician was consulted for nutrition education and the patient was increased to a larger vgo 40 for additional basal insulin.

Event description:
Patient's husband stated that the patient was hospitalized for her diabetes. She was admitted on (B)(6) and discharged (B)(6). The patient is also pregnant while using the v-go and she is due in (B)(6).